Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed on the device. Patient did not receive therapy during the oversensing issue. Programming changes were made. Patient was stable.